Manufacturer narrative:
Date of submission (B)(6)2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: review of the black box revealed a sudden drop in voltage resulting in a low battery warning on (B)(6)2018. There were also records of unexplained power on reset events following the low battery warning. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. The test battery cap was unable to tighten properly to the pump resulting in intermittent power loss. The battery compartment threads were noted to be damaged and the battery compartment was cracked. There was evidence of moisture contamination inside the battery compartment. Leak testing confirmed moisture ingress at the site of the battery compartment crack. Electrical current draws were evaluated and found to be within required specifications. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged battery life issue. The pump demonstrated intermittent power due to damaged battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.